Event description:
General report received of an unspecified number of undocumented incidents of no flow. The secondary tubing sets were being used for piggyback deliveries of unspecified solutions and were connected to unspecified primary tubing sets. After unspecified lengths of time in use, the nurses noted that the secondary solution containers were half full; however, the solution containers were expected to be empty. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.